Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the doctor fired the device resulting in an unformed clip. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.